Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent signal loss and inability to monitor spo2. No consequences or impact to patient were reported.

Manufacturer narrative:
Corrected data: date of event was updated from "(B)(6) 2017" to "(B)(6) 2017." Date of report was updated from "1/11/2017" to "1/12/2017". Event was updated from "the customer reported intermittent signal loss and inability to monitor spo2. No consequences or impact to patient were reported." To "the customer reported intermittent signal loss and inability to monitor spo2. Per the customer, the device provided a "sensor off patient" alarm. No consequences or impact to patient were reported." Concomitant medical products was updated from a blank field to "masimo sensor". MFR site was updated from (B)(4).

Event description:
The customer reported intermittent signal loss and inability to monitor spo2. Per the customer, the device provided a "sensor off patient" alarm. No consequences or impact to patient were reported.